Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the fsr, when a ¿false low water alarm¿ occurs, it means that the pressure switch is bad. The suspect unit has been in storage for about five years and stored un-cleaned with water in it. After running the unit for about 20 seconds, the appropriate ¿low water¿ was illuminated, with appropriate audible alarm, and the unit appropriately stopped pumping (this is the correct ¿notification if the pressure switch is bad¿ and the unit is not sensing water pressure). The fsr descaled the unit and ran four flush cycles. The fsr replaced the pressure switch and allowed the unit to make ice overnight. The fsr verified proper ice had been made and performed pm inspection and calibration. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was a constant "low water" alarm on the cooler heater unit. There was no patient involvement.